Manufacturer narrative:
Concomitant medical products: product ID: 64002, serial# unknown, explanted: (B)(6) 2014, product type: adapter. Product ID: 7482-51, serial# unknown, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that impedances were measured to be low at 362 ohms on electrodes five and six. X-rays had been done. A revision was done and low impedances were measured intraoperatively on the adaptor, extension, and electrode. The adaptor, extension, and implantable neurostimulator (ins) were replaced, impedances were back to normal, and the product issue was resolved. The cause of the product issue was not determined. As a result of the event hospitalization was needed. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's system was revised because the patient was charging too often.